Event description:
Medtronic received information from a literature article regarding transcatheter aortic valve replacement (tavr) for the treatment of pure aortic regurgitation in native valves and failing surgical bioprostheses. All data was collected from a multi-center registry between july 2007 and september 2016. A total of 146 patients were included in the study population (predominantly male, mean age 75 years). Of the 68 patients in the failing surgical heart valve group, 12 previously underwent surgical aortic valve replacement with a medtronic surgical valve (hancock ii = 4, freestyle = 4, or mosaic = 4). Among all 146 patients, 83 underwent tavr with a medtronic transcatheter valve (core valve = 71 or evolut r = 12). No unique device identifier numbers were provided. Among all 146 patients, 12 all-cause deaths occurred within 30 days of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. All medtronic surgical valve patients underwent valve-in-valve tavr for severe aortic regurgitation. Outcomes of tavr included: new permanent pacemaker implantation; new left bundle branch block; need for second transcatheter valve because of embolization of the first valve or low implant of first valve causing moderate to severe aortic regurgitation; stroke; major vascular complications; life-threatening bleeding; heart failure (new york heart association functional class iii or IV); and valve-related dysfunction (mean gradient of = 20 mm hg or moderate to severe aortic regurgitation)with or without repeat procedure. Although a direct correlation was not made, medtronic transcatheter valve products may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: sawaya fj, et al. Safety and efficacy of transcatheter aortic valve replacement in the treatment of pure aortic regurgitation in native valves and failing surgical bioprostheses results from an international registry study. Jacc cardiovasc interv. 2017 may 22;10(10):1048-1056. Doi: 10.1016/j.jcin.2017.03.004. Earliest date of publish used for date of event. Medtronic transcatheter valve products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.